Event description:
The representative reported that the pt had experienced a loss of symptom suppression; she had stopped receiving any benefit from the dbs therapy and all symptoms had returned. The pt reported to the ER one day later to have symptoms stabilized; no fall or other adverse event had occurred prior to cessation of therapy. The representative interrogated the system in 2007; all impedances were greater than 2000 ohms, results of imaging were inconclusive. Extension breakage was suspected and the product was replaced. During explant, fluid was noted at the connection site and the filament wires appeared "to be wadded-up." It was unk when the product damage had occurred. The pt has recovered without sequela. Add'l information has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.